Event description:
It was reported that a lead integrity alert (lia) triggered for short interval counts (sic) and non-sustained tachycardia on the right ventricular (rv) lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). There were 14 non-sustained tachycardia episodes with cycle length intervals less than 220 ms between 2014-(B)(6); 297 ventricular sics since last session 3.6 days ago. (B)(4).